Manufacturer narrative:
The customer complaint of low output could not be duplicated. Recertification testing was performed and unit passed. Rotor cycle ti ming and accuracy were checked and were within specification. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit had low output. There was no patient involved.